Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted. It was reported that abnormal pump parameters and decreased left ventricular unloading were noted. Debris was noted while flushing the inside of the pump motor which appeared to be from either a piece of pericardial path from the asd repair or a pledget. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(6) registry stating: patient had right centrimag added on (B)(6). On (B)(6). Additional information was also provided: did patient experience a thrombus event: no. Pump malfunction: yes. Explant without replacement: yes. Device malfunction causative factor: no cause identified: yes. Primary cause of death: multisystem organ failure.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the implant, the operation was complicated by a large atrial septal defect (asd) that was difficult to repair. Four bypass runs were performed during the procedure for a total of 305 minutes of bypass time. Several units of blood products were given that day and the following day for severe bleeding and hemodynamic instability. On (B)(6) 2015, the patient was taken back into the or due to right ventricular dysfunction, an increase in central venous pressure, and poor left ventricular (lv) filling. Right heart extracorporeal circulatory support was initiated via right atrium to pulmonary artery cannulation. The patient¿s chest was left opened, and the patient became more hemodynamically stable after the procedure. The pump parameters stabilized with adequate left ventricular filling noted on echocardiogram. On (B)(6) 2015, the patient was returned to the or for chest exploration and washout for hemodynamic instability. On the afternoon of 03/15/2015, the patient was returned to the or for a third time since implant for an increase in pump power from 4-5 watts to 9-10 watts and audible "ramping up and down" upon auscultation of the pump pocket. An echocardiogram showed decreased left ventricular unloading. In the or, the outflow graft and inflow conduit were disconnected and the inside of the pump was flushed. Debris was flushed out of the pump during this process and was described to be a "fibrin looking mass wrapped around either a piece of pericardial patch from the asd repair or a pledget, it was not biological in nature." The patient¿s vital signs and pump parameters stabilized after this removal. A decision was made not to replace the pump. Despite the patient¿s vital signs and pump parameter stabilization, the patient was still in multi-organ failure. He was on large doses of IV drips (epinephrine, levophed, dopamine, milrinone, vasopressin) and was not responding to aggressive therapies. Mottling from the chest area to feet had set in that evening with rigor mortis to the feet by (B)(6) 2015. On (B)(6) 2015, the decision was made by the family to withdraw support.

Manufacturer narrative:
Approximate age of device ¿ 2 days. The pump was not returned for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: the attached user facility medwatch report # (B)(4) was received from the (B)(4) registry.